Event description:
During review of the pump's event history, baxter (B)(4) discovered a colleague infusion pump experienced a battery depleted alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Event description:
Subsequent to the supplemental MDR medwatch report, it was reported that the physician is trained in the use of the starclose se device.

Manufacturer narrative:
(B)(4). The device was received fully clip deployed. The thumb advancer was locked into position and the detent tabs were still in the access ports. The safety release button had been pushed inward out of its retaining tabs. The vessel locator wings were bent and protruding out the distal end of the tube set. The damage detected with the safety release button and rod indicates an attempt was made to collapse the vessel locator wings using the safety release button, after the clip was deployed, but before the thumb advancer was retracted. The safety release is no longer functional after the clip has been deployed until the thumb advancer had been retracted. During clip deployment, the vessel locator wings are designed to automatically collapse so as not to interfere with the clip. The most probable root cause for the bent locator wings is due to tissue compressed between the tubes and open vessel locator wings which can cause distal force during thumb advancement. There was no manufacturing or quality inspection issue detected. A review of the lot history record for this device did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
It was reported that a physician, unspecified if trained in the use of the starclose se device attempted arteriotomy closure of an unspecified artery after an unspecified procedure. Reportedly, the device "caught on something" and hemostasis was not achieved. Manual compression was used to achieve hemostasis. There was no reported adverse pt sequela. Though requested, additional info was not provided.

Manufacturer narrative:
(B)(4). Physician is trained (initially reported as unspecified if trained)